Event description:
Caller states that the patient tested 500 mg/dl and 166 mg/dl on the same device within 10 minutes. No action was taken based on device results. No strip information provided and no quality controls were used. No adverse event reported. Requested return of suspect device however, customer refused return/replacement.